Event description:
It was reported that the insulin pump had unresponsive buttons, a long tone and a frozen screen. The time on the screen did not advance. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The display functioned properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.